Manufacturer narrative:
Reference record: (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the united states underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the spouse reported that the patient had a surface infection around the tube and was treated with unknown oral antibiotics. Further information was not available.

Manufacturer narrative:
(B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 13 dec 2018: on 17 may 2016, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient has had a stoma infection since (B)(6) 2018 and was treated with an unknown antibiotic in (B)(6) 2018 for 7 days and again in (B)(6) 2018 with an unknown antibiotic for 14 days. Recently, a physician prescribed oral amoxicillin for 14 days, which was completed on 12 dec 2018.